Event description:
Per dealer the drive shaft that goes front to back is broken on the end and the gearbox that drive shaft goes into is broken from order (B)(4). Dealer advised end user stated was using bed and stopped lifting up. Dealer could not provide any further information.